Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not delivering and the patient went into diabetic ketoacidosis. No further information was provided. Animas attempted to follow up with the patient but was unsuccessful at this time. This report is made based on the allegation that the patient experienced diabetic ketoacidosis associated with the allegation that the pump may not have been delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.